Manufacturer narrative:
The reported field event of oversensing could not be confirmed. Final analysis found telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device to be normal. No anomalies were found.

Event description:
It was reported that prior to generator changeout, the patient's implantable cardioverter defibrillator exhibited far r-wave over-sensing. The device was explanted and replaced. The patient's health status was unknown.